Event description:
Through the periodic programming history review, high impedance was observed on (B)(6) 2012. No other information is known. Attempts are underway for additional inofrmation; however, no additional information has been received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.